Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date is unavailable. The customer was unable to provide the requested information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation. H3 other text : single-use, device discarded.

Event description:
The consumer reported an unconfirmed false negative via social media result with the binaxnow covid-19 ag self test performed on an unknown date. No additional patient information, including treatment and outcome, was provided.